Event description:
It was reported that "staple jamming." A new stapler was used to proceed with the procedure. No patient harm or injury reported. The patient's status is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. Multiple staples were observed to be misaligned at the front of the cover block. The bottom component was observed to not be welded at the back of the cover block, allowing the staples to become severely misaligned and out of position. The bottom component was able to move when pressed, indicating no weld at all in the back left side of the cover block. Functional testing could not be performed, due to the misaligned staples. The device was disassembled and die casting anomalies on the forming tool were also discovered. Per DHR the product visistat 35r 6/box lot # 73f2401054 was manufactured on 06/26/2024 a total of (B)(4) pieces. Lot was released on 07/10/2024. DHR investigation did not show issues related to complaint. A corrective and preventative action was opened by the manufacturing site to further investigate this issue. The CAPA identified the probable root cause of the incorrectly positioned bottom as inadequate manufacturing controls surrounding the ultrasonic welding process of the bottom component to the cover block component. At this time, the complaint continues to be monitored for any trends. If a trend is identified, the trend will be reviewed and analyzed. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
Qn #: (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. If the sample becomes available at a later date a follow-up report will be submitted with investigation results. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "staple jamming." A new stapler was used to proceed with the procedure. No patient harm or injury reported. The patient's status is reported as "fine".